Manufacturer narrative:
The reported event of stylet got stuck with the right atrial lead was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Unable to perform stylet insertion test due to the condition of the inner coil in the connector region. The cause of the reported event was due to the over torqued inner coil in the connector region.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet got stuck with the right atrial lead. The lead was not used and replaced during procedure. The patient was stable.